Manufacturer narrative:
A review of the device history records has been performed. This review confirmed that this lot of products was reviewed and released according to qa specifications. A review of historical complaint data displayed no increase in trends.

Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2015.

Event description:
According to the reporter: a case was performed by dr. (B)(6) on a bowel and the stapler did not fire correctly. The nurse manager felt it was user error by staff because she had new staff. I interviewed the staff on (B)(6) and they said that they used a purple radial reload on tissue and an endo gia handle was used. There was a crack when the staple was fired. They did not finish firing the stapler, got a new handle and a black radial reload, and the stapler fired perfectly. The case was completed with no damage to tissue; however, it was later reported that 2 inches of tissue were lost.